Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had decreased visual acuity, glare, night driving issues, headaches, eye strain. The iol was exchanged for unspecified lens. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).